Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and blocked upper rate behavior. The patient reported being symptomatic since implant. The lead was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.